Event description:
Pt contacted depuy to report revision. Doctor's notes indicate the reason for revision as recurrent dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.